Manufacturer narrative:
Expiration date - unk. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon performed laser iridotomy on a patient, to prepare the eye for icl surgery. The patient complained of severe glare, and refused any more surgery. The reporter indicated it was unknown if an icl lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The lens was not used and there was no patient contact. No additional information was provided by the facility. (B)(4).

Manufacturer narrative:
(B)(4).